Manufacturer narrative:
(B)(4). The insulin pump was received with cracked and bleeding display glass, a cracked case at display window corners and cracked battery tube threads, and minor scratched display window.

Event description:
Customer reported that the screen of the insulin pump had cracked and could not be read. The blood glucose reading was 208 mg/dl. She stated that the insulin pump had been caught in the door. Nothing further was reported.